Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and the central processing unit were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and the central processing unit were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and was unable to ventilate. There was no report of patient involvement.